Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received after loading the cartridge onto the pump. There was no adverse impact to the customer's blood glucose level. During a follow-up, it was reported that the fill estimate was decreasing as expected.